Event description:
Customer reported that a pyxis medstation system froze when trying to remove medication epipen jr. They removed the medication from their crash kart. Customer reported that the issue was resolved by a system reboot. Patient had hives and some discomfort. No patient or user harm was reported.

Manufacturer narrative:
Customer reported that a pyxis medstation system froze when trying to remove medication epipen jr. They removed the medication from their crash kart. Customer reported that the issue was resolved by a system reboot. Patient had hives and some discomfort. No patient or user harm was reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and ran some maintenance tasks. The station was tested working with no further issues identified.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-feb-2022 to 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined by the technical support specialist that the system was not rebooted properly. The technical support specialist rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding when trying to remove medication epipen jr when a pediatric patient had an allergic reaction. The customer stated that they removed the medication from their crash kart. There was a 20- minute delay and the patient had hives and faced some discomfort. There were no adverse events or injuries reported based on this incident.